Manufacturer narrative:
A ge rep evaluated the system, and replaced the high voltage cable. System operates as intended.

Event description:
Customer reported a tear in the high voltage cable sheath. No pt injury was reported.